Event description:
It was reported that the patient's ipg became inoperable due to not recharging as recommended. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient could not remember the last time the ipg was charged. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.